Event description:
It was reported that stent damage occurred. The target lesion was located at the left anterior descending artery. A 3.00mm x 32mm liberté stent delivery system was selected to treat the lesion. At an unspecified time during the procedure, it was noted that the stent struts were damaged and the device could not be used. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a liberte/veriflex stent delivery system and stent with a liberte/veriflex shelf box, product pouch, carrier tube, product mandrel and protective tubing. The batch number on the returned device and packaging matched the reported batch number. The product mandrel was in it¿s respective as-manufactured position in the device. The protective tubing that is placed on the stent in manufacturing was positioned over the stent up to the stent damage. There was contrast on the balloon and stent. The balloon was tightly folded with the stent secured on the balloon between the markerbands. There were multiple kinks throughout the shaft. The first two proximal rows of stent struts were stretched, flared, bent and overlapping. The proximal balloon cone was bunched. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located at the left anterior descending artery. A 3.00mm x 32mm liberte stent delivery system was selected to treat the lesion. At an unspecified time during the procedure, it was noted that the stent struts were damaged and the device could not be used. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.